Event description:
Broken parts of abutment and abutment screw stuck in the implant. Fractured parts could not be removed from dental implant. Implant needed to be explanted.

Manufacturer narrative:
Broken parts of abutment and abutment screw stuck in the implant. Fractured parts could not be removed from dental implant. Implant needed to be explanted. No product problem detected. Collateral damage. Dentist should have consulted instruction for use to prevent this from happen.